Manufacturer narrative:
No additional information is available. If additional information becomes available, the report will be updated at that time.

Event description:
Boston scientific received information that the right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited an increase in shock impedance measurements that has gone out of range at 139 ohms. It was also noted that the rv lead and left ventricular (lv) lead threshold measurements have also increased. Boston scientific technical services (ts) was consulted and discussed further testing options. The patient was referred to another physician to discuss the possibility of performing commanded shocks. However, no further information is available as to if the test has been performed. At this time, the device and leads remain in service and no adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additonal information was received that a procedure was performed where the physician was attempting to place a new rv lead, however there was limited access. The procedure was stopped and another one scheduled. A second revision procedure was performed over two weeks later where the right ventricular (rv) lead was surgically abandoned and the cardiac resynchronization therapy defibrillator (crt-d) was explanted. A new crt-d and rv lead were successfully implanted and no additional adverse patient effects were reported.

Event description:
Additional information was received that the crt-d and rv lead continue to exhibit increased shock impedances that have now reached 140 to 187 ohms in triad configuration. Boston scientific technical services (ts) was consulted and discussed further options. At this time no further testing has been performed and the crt-d and rv lead remain in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted body fluid contamination in the lead barrels, no anomalies were observed. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.